Manufacturer narrative:
The customer's report was observed during review of the device onsite by a zoll representative. The device was then returned for evaluation. However, the device was put through extensive testing including bench handling and full ECG functionality testing with pads and leads without duplicating the report. The analog board shield was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.